Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump button led light was flashing an orange color. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the contact was informed that the button led will flash either a green, yellow, or red color. Contact was not with the pump and could not confirm the color of the light. No further information was provided on the reported event.